Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment and an appropriate treatment which converted the arrhythmia to a slower rhythm. The device was started up at 10:41:52 on (B)(6) 2022. At 10:22:56 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvcs transitioning to vt @ 230 bpm. At 10:23:32, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 250 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 10:31:05, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt. At 10:31:35, the patient received the inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus rhythm @ 60 bpm with nsvt/pvcs, motion artifact and electrode lead falloff. The device was shut down at 10:31:59 on (B)(6) 2022.

Manufacturer narrative:
The electrode belt and monitor have been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. ******************************************************************************************************************** device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt has been completed. The reported problem (did not pass incoming testing) has been confirmed. Upon investigation the cable connecting ECG "c" and ECG "d" was pulled from the strain relief, damaging the wires in the cable. The root cause for the strained cable was excessive force. There is no indication the severed cable caused or contributed to the patient death as the system was able to detect vt rhythm on the date of event as well as treat the patient. In addition, the latest available ECG recording strip ((B)(6) 2022 10:30:30 am) indicates both ECG electrodes were functional as they were able to acquire a signal.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing. ***************************************************************************************************************************** a us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate treatment and an appropriate treatment which converted the arrhythmia to a slower rhythm. The device was started up at 10:41:52 on (B)(6) 2022. At 10:22:56 on (B)(6) 2022, an arrhythmia was detected. ECG shows sinus rhythm @ 90 bpm with pvcs transitioning to vt @ 230 bpm. At 10:23:32, the patient received the appropriate treatment. The rhythm at the time of treatment was vt @ 250 bpm. The post shock rhythm was sinus bradycardia @ 40 bpm with pvcs. At 10:31:05, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with pvcs/nsvt. At 10:31:35, the patient received the inappropriate treatment. Nsvt contributed to the false detection. The rhythm at the time of treatment was nsvt. The post shock rhythm was sinus rhythm @ 60 bpm with nsvt/pvcs, motion artifact and electrode lead falloff. The device was shut down at 10:31:59 on (B)(6) 2022.